Manufacturer narrative:
Returned device investigation results summary: aside from the balloon pinhole, there was no other damage or irregularities with the device. The physician reported that the device was used in a challenging case with severely calcified artery. The IFU warning states: "to avoid balloon leakage and coating damage, do not allow balloon to contact heavily calcified or stented arteries and do not allow balloon to move during inflation." Potential contributors/root causes of the pinhole is severely calcified arteries damaging balloon during delivery. No additional action recommended at this time.

Event description:
Physician prepped boss 9.4 f bgc as per the IFU outside of the patient with no issues (no balloon leak). The patient was noted to have severely calcified arteries. After accessing the femoral artery using direct access as per the IFU, the physician navigated the device to the cca to serve as a guide for carotid stenting procedure. Upon attempted balloon inflation, the physician noted a leak from the balloon with contrast - saline mix flowing out of the device. The physician left the guide wire in place, replaced the boss 9.4 f device with a 2nd boss 9.4 f device and completed the procedure successfully. The physician noted there were no adverse patient effects. After removal, the physician noted a pinhole had appeared intraprocedurally on the balloon that was the cause of the leak.